Manufacturer narrative:
A spacelabs field service engineer was dispatched to the customer site for further analysis of the reported problem. The reported problem was verified and. Pcba (B)(4) was replaced. The repaired unit passed all functional tests and was returned to the customer. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 a telemetry central monitor powered down during the patient use. The device provided an error message prior to losing power, and patients were moved to functional channels on a different central monitor. No injury was reported as a result of this event.